Manufacturer narrative:
Analysis was performed on the returned device. The reported suture/link separation was not confirmed as the suture and link were not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture/link separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture/link pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) using a 14f sheath. Reportedly, eight prostyle devices experienced a suture/link break and one had an unknown issue. Hemostasis was maintained by leaving the sheath in; however, it is unknown how hemostasis was finally achieved. The patient passed away on an unknown date, but the physician stated the prostyle devices did not cause or contribute to the patient death. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information provided.